Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. During a percutaneous coronary intervention (pci), pre-dilatation was performed with a non-compliant balloon and a 3x33mm xience alpine drug eluting stent (des) was advanced but was unable to cross the anatomy to reach the target lesion. The stent partially dislodged, and the stent struts became damaged due to resistance with the anatomy; however, the stent and stent delivery system were removed together. A non-abbott device was used to successfully completed the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.